Event description:
Customer reported that while threading the tongue through the metal buckle the internal parts of the mechanism came apart. The issue was discovered during setup, but the date is unk. No pt injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the lock #1, closes with or without the strap fed through and clicks shut. The key is still able to unlock the lock. Lock #2, closes with and without the strap fed through and locks. The key is still able to unlock the lock, but must manually pull the lock apart to open it. However, both of the locks have the key post missing. The rivets that hold the locks together are also missing. Note: instructions for use state: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. (B)(4).